Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was contaminated with mycobacterium chimaera. There is no known patient involvement. The initial report stated that a sorin group field service representative was dispatched to the facility to perform a visual inspection of the unit. This field service activity did not occur, as sorin group (B)(4) was informed that the unit would be retuned for deep disinfection and no service was required on site. The affected unit was returned to sorin group (B)(4) to undergo deep disinfection. Visual inspection of the outer and inner parts of the sorin heater-cooler system 3t at sorin group (B)(4) revealed residuals and biofilm inside the tanks and discoloration of the upper overflow tubing. A deep disinfection cycle was completed and water samples were taken. The water samples showed 0 cfu and the unit was returned to the customer. Based on the biofilm observed in the water circuits of the inspected device, sorin group (B)(4) has concluded that the users have not always strictly adhered to the cleaning and disinfection instructions outlined in the current instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was contaminated with mycobacterium chimaera. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to perform a visual inspection of the unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was contaminated with mycobacterium chimaera. There is no known patient involvement.